Event description:
This particular gauze pad is made from more of a "sponge type" of material rather than from interwound string. This type of gauze, leaves a lint material on many surfaces. The lint left behind is a major hlth risk when they are used in surgical procedures. The lint left behind in the oral wound may serve as an irritant and cause an infection.